Manufacturer narrative:
The subject portable liquid oxygen device, caire stroller (sn (B)(4)), was returned to caire for further investigation and testing. External inspection with the shroud still on the portable revealed the seal within the qdv on the stroller was broken, potentially allowing lox to leak during the filling process. The external inspection also found the warning label p/n 13657677 to be missing. After the shroud was taken off, it was observed that the right mount tab for the meter was fractured. Upon pressurizing the entire unit, a water bath was used to check for any bubbles that would reveal leaks on the unit. The unit was submerged in an upright position so that none of the electronics were submerged in water. No leaks were observed. The results indicate that when the pt manual guidelines are followed, there is no indication of lox leakage from the outlet barb and thus no indication that any would reach the cannula. Although the complaint could not be duplicated, it was still best to continue the investigation for any sign of how lox might have leaked from the cannula. The rest of the testing, however, showed no significant symptoms that might have led to the lox leak. All the flow settings were within specification; running head pressure was normal. Ner was slightly out of specifications and further investigation as to the vacuum level would be required. None of the performed tests gave any reason to believe that proper use would warrant lox leaking from the outlet barb.

Event description:
The company was informed of an alleged incident by (B)(4) on (B)(6) 2013. "Portable stroller leaking/shooting ltq into pt's cannula." No injuries were reported.